Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and a breached cut. There was apparent explant damage.

Event description:
It was reported that there was diaphragmatic stimulation from the left ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.